Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found that the returned device was not functional due to a broken lens base and bent turrets. In addition, it was noted that the front panel was cracked. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the error "e200" occurred, the fan was noisy and did not turn on/off sometimes and the front panel was blinking. The problems, as reported to olympus, were identified during installation. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the turret failure (error code e200) and the blinking front panel. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that these issues occurred because the lens base and turret were damaged. The cause of the damages were unknown. Olympus will continue to monitor field performance for this device.